Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and no delivery alarms from the insulin pump. The customer's mother stated that her son woke up 2 days ago and his blood glucose reading was over 500 mg/dl. The mother stated that her son went for a doctor's appointment and his blood glucose went over 600 mg/dl. The mother treated the high blood glucose readings with a manual injection. The customer also stated that there were multiple no delivery alarms from the pump. The customer was unable to troubleshoot during the time of call. The customer does not want to return the set and reservoir for analysis.